Event description:
The facility reports the caregiver lifted the resident in the sling while both leg clips were not clipped or secured on hangar bar assembly. Resident then slid down through the bottom and landed on the floor striking her back and the back of her head on the floor, causing a 1-1/2 inch laceration to the back of residents head. The lift was evaluated and found to have scratches, scars, dents, and paint peeling all over unit. The disposable sling was also evaluated; it was reported to be soft and clean and appears to have been laundered. The "no wash" indicator was missing, displaying the "do not use" indicator on back of sling. The lift was function tested and found to be fully operational.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.